Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es freezes and user not able to login. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen screen, and the customer was unable to use usernames to login. A technical support specialist (tss) used the knowledge article "resolved issue - nonspecific resolution" to resolve the issue. The field service engineer (fse) responded and informed customers as per issue was resolved. The system functioned as intended after a technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was freezes and user not able to login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.